Manufacturer narrative:
The reported event was unconfirmed. Received 1 all silicone foley catheter in pouch with leaflet, components in tray, gloves, attached to drainage bag and syringe. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage occurred after injecting sterile water into the foley catheter in the operating room before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage occurred after injecting sterile water into the foley catheter in the operating room.